Event description:
A healthcare professional reported that a patient received coolsculpting elite treatment to the abdomen and flanks with curve 150 applicators on (B)(6) 2024 and was presented with prolonged abdominal pain and paradoxical hyperplasia (ph) approximately 2 years post treatment to the abdomen and flanks.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Prolonged pain is a known potential adverse event of coolsculpting treatment. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if additional information is obtained.